Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2014, a 3.0x18mm xience prime stent was successfully implanted in the distal circumflex (cx) coronary artery lesion. On (B)(6) 2014, the patient was discharged from the hospital. Starting on (B)(6) 2014, the patient experienced precordial discomfort, unstable chest pain with tightness, sweating, palpitation, and suffocation. A "quick rescue heart drug" was taken and relief was experienced for 10 minutes. Following, about 2 hours later, the same symptoms returned taking about 15 minutes to ease. The patient was hospitalized and medication was provided. The event resolved and on (B)(6) 2014, the patient was discharged from the hospital. Per physician, it is unknown if the event is related to the device and there was no device malfunction. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect(s) of angina and arrhythmias are listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.